Event description:
The event occurred on an unspecified date (11/1/25 used as placeholder) and involved an ext set w/2 clave¿ clear where the customer reported that they noticed a leak on the connectors of the device. There was no medication being infused, only normal saline. The incident was observed during use on a patient; there was a few minutes delay in therapy (time to change the connection) but harm was not reported as a consequence of this event. Therapy was completed and the patient received the full intended dose. There was no blood loss considered clinically significant. The patient¿s condition before, during and after the incident was normal.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Received one used 011-mc33112 ext set w/2 clave for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was leakage from the connection of the male luer of the check valve to the female luer of the tubing set. Examination of the bond area showed an incomplete insertion. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during manual assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/1/2025.